Event description:
As reported, in 2008, this pt presented with a traumatic thoracic aortic transection secondary to a motor vehicle accident. Two gore tag thoracic endoprostheses were implanted. Post-operatively, the pt experienced hypovolemic shock. A follow-up CT demonstrated an unspecified endoleak due to undersized devices. At approximately 10 days later, a reintervention was performed using an additional gore tag thoracic endoprosthesis. The pt was discharged. No other events were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: tg2610/lot# 05845096.